Event description:
It was reported that a patient underwent a successful x-stop procedure at l4/l5. Subsequent to the x-stop procedure (time unknown) a foraminotomy was performed and the x-stop device was removed. No other information was provided.

Manufacturer narrative:
Method - device not returned, follow up conversation with company representative.